Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released while pacing at 160 beats per minute (bpm) and no movement was observed. After approximately fifteen seconds, the valve shifted downward significantly in one heart beat and was assessed to be about 16 mm deep with severe paravalvular leak (pvl). The patient was reported to be stable. The valve was explanted and replaced with a surgical valve. The physician predicted that the valve size limit was pushed too much in the absence of calcium and the anatomy made it susceptible of dislodging. The native annulus was reported to be large with little calcium on the leaflets and no calcium in the annulus or left ventricular outflow tract (lvot). No adverse patient effects were reported.

Manufacturer narrative:
Correction: information was obtained that the valve was surgically removed four days post valve implant on (B)(6) 2016 instead of on (B)(6) 2016 which was previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.